Manufacturer narrative:
The setup joint(suj) was analyzed and the reported error was confirmed via logs and evaluation. The unit was installed on the in-house system and the error was triggered at start up. Next, the unit was installed on a testing platform and it failed to release the brakes. A golden axes controller setup (acu) was installed and the unit still was unable to releases the brakes.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable error 32099, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress. The complaint regarding error 32009 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the system triggered a recoverable error 32099 for arm 1 on the patient side cart (psc). Prior to calling technical support, the operating room (or) staff power cycled system 3 times without success and had undocked the system. System was connected to the onsite network. Technical support engineer (tse) confirmed error 32099 pointing to arm 1 (acu board). Tse guided caller(nurse) through power cycle including switching off psc breaker and emergency power off (epo) which did not solve the issue. The tse requested the caller to move arm 1 in different directions and try to recover from fault. This did not solve the issue. While moving the arm, the or staff stated that patient clearance was not working. Tse informed caller that system needed to be repaired by field service engineer (fse) and can be used as 3 arms system. The caller stated he was able to disable arm 1 but needed all 4 arms for this surgery. Intuitive surgical inc. (Isi) followed up with the initial reporter and confirmed that the system functionality was checked upon powering on the system and the system initially powered on without error. The procedure was not converted to laparoscopic surgery. The procedure was completed by a traditional open surgery. The procedure was in progress for approximately 3 hours when the issue occurred. The procedure was successfully completed, and the bladder was removed as planned.